Event description:
It was reported that this patient developed pain and redness due to a device pocket infection. A culture was taken however, the organism was unknown. Ultimately, intravenous antibiotics were administered and the device and catheter were explanted. The infection was resolved. This device system was used to deliver morphine.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter product ID, 8590-9 lot# n318907, implanted: 2012 (B)(6), product type accessory product ID, 8590-1 lot# n302959, implanted: 2012 (B)(6), product type accessory product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4). Analysis of the pump revealed no anomalies. Analysis of the catheter revealed the sutureless connector (sc) had coring, tears, or cuts in the seal. However, no leaking was observed and the catheter was patent.

Event description:
Additional information received reported the patient's pump was replaced in (B)(6) 2013.

Manufacturer narrative:
Correction: the previous information reported in the supplemental report had an aware date of 2014-10-02 rather than 2014-10-06.